Event description:
It was reported that the external pulse generator would not power on, the lights came on but the unit would not boot up. The generator was returned for service. Follow up determined that there was no patient involvement with this event.

Event description:
It was reported that the external pulse generator would not power on, the lights came on but the unit would not boot up. The generator was returned for service. Follow up determined that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The device will not power on due to the main printed circuit board assembly. Lower case and both bail covers are broken. Battery release and battery drawer are contaminated. One printed circuit board flex is creased. Battery contacts are compressed. The ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.